Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that after fco implementation the device displayed a therapy disabled message. There was no patient involvement.

Manufacturer narrative:
The issue was isolated to the installation of a faulty therapy port.